Event description:
It was reported that the ilet user experienced a blood glucose high of 340 mg/dl after not announcing meals, and training on meal announcements was provided. Symptoms included hyperglycemia. Outcomes included return to target range at 170 mg/dl after several hours and after consultation with the user¿s physician. Investigation included a review of use history and user coaching. Investigation of this case revealed user-related use error due to missed meal announcement, with the device functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to use of device.

Manufacturer narrative:
Initial.